Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked at the t:lock connection. Customer's blood glucose was 278 mg/dl. Reportedly, the customer tightened the t:lock to resolve the issue.